Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was found to be operating in backup vvi mode while in its packaging. The device was removed from the field without use.